Manufacturer narrative:
Reported complaint was originally reported on (B)(6) 2018. Initial conversation addressing patient injury was found to be (B)(6) 2018. Additional information was required to clarify that there was a patient injury on (B)(6) 2018 and conference call was held and the information was confirmed. MDR report was issued upon confirmation of the injury. Investigation was completed and the complaint can't be confirm for product malfunction since the sample was not available for evaluation. Samples from the same lot 0315c were tested and found within specifications. In addition, a DHR review was completed and no issues were identified during the manufacturing process. The root cause of the reported complaint cannot be determined, since is not confirmed that the device contributed to the alleged reported complaint of a patient burn during a procedure after using bovie's electrode (B)(4). Currently, bovie medical corporation have an open CAPA (B)(4) to address the late reporting mdrs. During the initial investigation it was found that 3 complaints investigations (including this investigation) were initially documented without having the sufficient information preventing the medical reporting determination to be accurate.

Event description:
Reported complaint allege that a patient received a skin burn during an increase mastopexy procedure using a bovie's electrode (B)(4).